Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data revealed that there was high impedance on the defib svc and rv coils. There was one patient alert for oot (out of tolerance) sub-threshold lead impedance on (B)(6) 2013. The daily hv(high voltage) lead trend data show various spike increases for defib active can on impedance and svc defib equaling 59 to 167 ohms range between (B)(6) 2013. Concomitant products: 694052 implantable tachy lead - (B)(6) 2000; 496835 implantable pacing lead - (B)(6)2005. (B)(4).

Event description:
It was reported that the patient had to have the pocket reopened as the right ventricular (rv) lead was showing high and varying impedance measurements on both the rv and superior vena cava (svc) coils. The rv coil impedance alarm had triggered. The lead is suspected to be fractured on the rv coil. It was noted that testing was performed. Which included opening the pocket and performing a tug test on the rv coil pin and it did not come out, physician then unscrewed and unplugged the rv coil and inserted it again, and did same for the svc coil but the impedances were still high and varying. Impedances where then evaluated through the programmer analyzer and both coils measured greater than 200 ohms. The ports were cleaned out and the coils put back in the header. The coil impedances were now normal however now there was significant noise seen on the lv tip to rv coil and on rv tip to rv coil. A new device was opened and the lead was tested with the new device and the impedances still showed high and varying measurements and noise. The physician then concluded that there is likely a fracture with the rv coil. Everything was plugged back into the original device and the pocket was closed. The lead remains in use and programming changes were made in the meantime as the patient is being sent for a lead extraction and new lead placement in the future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)